Event description:
It was reported that during the procedure, the drill bit broke following drilling. All fragments were successfully retrieved. The broken tip briefly remained within the bone but was completely removed without issue. There was no health impact to either the patient or the operator. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.